Event description:
Patient reported her freestyle test strips were not accurate. They read 116 and she immediately opened a new box and the new box read 139. She uses the 50 CT, code 16 freestyle test strips with number 1482814 and exp: 07/2016. The patient would not take the nightly dose of toujeo because the test strips were reading wrong blood sugar count. She reported she felt tired and lately she has been having more leg cramps. She would take cyclobenzaprine for muscle spasms along with her morning medication. The medication made her tired an d she would be sleeping in the morning after taking the medication. She stated taking cyclobenzaprine later on in the day and she feels awake and alert. She also mentioned she has been having a sleeping disorder when her sleeping hours get twisted all her life and cyclobenzaprine has not helped that situation. Reason for use: muscle spasms, leg cramps; spasms.